Manufacturer narrative:
The device evaluation is currently underway. A follow-up report will be submitted when the evaluation is concluded.

Event description:
The device was used for breast biopsy. During advancing the needle to the target area for the 3rd biopsy, the needle unexpectedly fired without pushing forward the 2nd knob. It caused severe internal bleeding.

Manufacturer narrative:
The one (1) returned sample was reviewed and the tru-core assembly stage bar hook would not allow knobs #1 or knob #2 to lock into place prior to firing. The most probable cause for the cocking and firing issues is that the housings (part b0166901) may become damaged due to excessive weight of bulk non-sterile bags placed on top of each other used for long term storage in the warehouse after the molding process is completed prior to manufacture of the tru-core ii assembly. The part b0166901 housings are now placed in bins during the molding process for long-term storage and not placed in bulk non-sterile bags to avoid excessive weight being placed on the housings. There has been no further information provided concerning the status of the patient.

Event description:
The device was used for breast biopsy. During advancing the needle to the target area for the 3rd biopsy, the needle unexpectedly fired without pushing forward the 2nd knob. It caused severe internal bleeding.